Event description:
The customer reported that during an oophorectomy, sealing of tissue was not completed. The surgeon used another device to finish the procedure with no further incident.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been rec'd for eval. Additional questions in regard to the incident have also been asked. If the sample is rec'd, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.